Event description:
On an unreported date, the patient experienced a break in aseptic technique which caused peritonitis. The hp was hospitalized for the peritonitis and is currently still in the hospital. Treatment was not reported. The hp has not yet been retrained on proper aseptic technique. Recovery is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.